Event description:
It was reported that the pt had a "couple of seizure episodes" in the past "couple of months." The seizures caused the pt to "jerk" around, and after the episode she "doesn't remember." The pt also experienced a numbness and tingling sensation. The pt felt "shocks" in her body 3-4 times in the past month, usually when she was coughing. The pt had blurred vision after the (right) implantable neurostimulator was explanted in 2008 (MFR. Report # 3004209178200806221), but in the last two weeks the trouble with her vision was "a lot worse." The pt experienced headaches and tightness (from dystonia) in the shoulder. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.